Event description:
The doctor states that a 61 year old female presented as an outpatient on 6/19/92 for esophageal ligation. On initial placement of the overtube with the endoscope, a 2 cm tear occurred in the esophagus. The tear was surgically repaired on the same day. The patient remains in the hospital and doing wellinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.